Event description:
It was reported that revision surgery was performed due to pain, weakness of the legs and hips, elevated cobalt and chromium levels, and fluid accumulations around the hip. It was reported that following implantation, the patient's wounds healed without infection, that x-rays showed the hip replacement to be properly postitioned and the hip prostheses suffered no impacts.

Manufacturer narrative:
The above combination of devices constitutes an off label application in the united states.